Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an interrogation, the patient's right ventricular lead capture threshold was high. No changes were made. No patient condition was reported.

Event description:
Additional information received indicated that the patient was asymptomatic to the lead issue.